Event description:
Procedure type: unk. According to the reporter: used the sgia (non-bladed) once and it worked fine, reloaded it with gia reload (bladed) and it cut the bowel. No add'l info available at this time.